Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the stardrive screwdriver shaft t8 105mm (part #: 314.467 and lot #: h278463) was received at us customer quality (cq). Upon visual inspection, the distal cutting profile tip was seen to be twisted. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection of the distal cutting profile tip could not be performed due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Screwdriver shaft t8 deep stardrive (tm), solid. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 314.467. Synthes lot #: h278463. Manufacturing site: synthes monument. Release to warehouse date: march 30, 2017. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date while inspecting the instruments after going though the decontamination process it was noticed that there were two instruments that were damaged. The stardrive screwdriver shaft t8 105 mm the tip of it was stripped and the drive adaptor with quick coupling for 4.0 mm schanz screws the inside of it was also stripped. There is no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105 mm. This is report 1 of 1 for (B)(4).